Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. (Expiry date 06/2021).

Event description:
It was reported that just after the replacement gastrostomy tube was placed, the device was allegedly unable to infuse and was removed. There was no reported patient injury.

Manufacturer narrative:
After further review it was identified that failure to infuse for feeding device is not a reportable event and evaluation found the device was occluded. Failure to infuse and/occlusion with a feeding device are not issues that are likely to cause or contribute to a serious patient injury; therefore, the event is not MDR reportable. The file was updated accordingly. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that just after the replacement gastrostomy tube was placed, the device was allegedly unable to infuse and was removed. It was further reported that another device was placed within the same access. There was no reported patient injury.